Event description:
The customer reported to the service co. That the unit "repeated turn on and off. Add'l info received stated that when the unit turned off "it did try to run on internal battery and received alarms."